Manufacturer narrative:
(B)(4).

Event description:
It was reported that during prior to use testing, the endobronchial tube cuff failed to completely deflate. There was no patient involvement.

Manufacturer narrative:
Covidien reference: (B)(4). One endobronchial tube was received for investigation. A visual inspection was performed and found that the shape of the tube had been altered by using the stylet. Functional tests were performed, and upon removing the stylet, both cuffs inflated and deflated without issue. All manufacturing controls were found acceptable and effective to detect the reported failure mode.